Manufacturer narrative:
Correction: in the initial report, section b5 should not have mentioned that the lead was explanted and replaced, instead, surgical intervention is pending for the lead. Section d6b should also have been blank as lead was not explanted.

Event description:
Additional information received indicates that the patient's lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-03820. It was reported that the patient's ipg had reached end of life prematurely. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. During the procedure, it was noted that the patient's right lead was fractured. The physician explanted the patient's damaged lead along with the ipg. Effective therapy was established with the patient's left lead.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.